Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.

Event description:
The customer contact reported that the pump did not sound an audible alarm tone on the low volume setting. The pump was returned to the central distribution department with an unsigned note that stated, "alarm not working." No tracking information was provided; therefore, specific pt information, pump programing, or event details were not available. During testing at the user facility, the pump did not sound an audible alarm tone during the alarm condition on the low volume setting. There were no reports of any adverse pt events while the device was in clinical use. Though requested, no additional information was provided.